Event description:
It was reported that the manufacturer representative was doing a revision today on an extension. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3550-45, serial# unknown, product type accessory product ID neu_unknown _ext, (B)(4).